Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touchscreen would "pixelate for a few seconds before correcting itself." There was no reported adverse impact. Customer successfully resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.